Manufacturer narrative:
Device evaluation: as received, the specimen consists of one hydro gw std s 150-035; returned coiled, loose and double-bagged in "zip-lock" style poly biohazard pouches. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The specimen presents skive/cut damage to the polymer jacket 29.8 to 33.3 cm from the distal tip with jacket material removal and metallic core wire exposure. Microscopically the specimen coating appears to be worn and abraded, consistent with clinical use. As noted in the warning section of the device instructions for use (dfu), "if any resistance is felt or if the tip's behavior and/or location seem improper, stop manipulating the wire and/or catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the zipwire hydrophilic guidewire's tip, damage to the catheter, or damage to the urinary system. If necessary, remove the zipwire hydrophilic guidewire and ancillary device or scope as a complete unit to avoid complications." At this time it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, procedural and/or clinical factors appear to have impacted on the event as reported. It was reported that the patient information is not available. If there is any further relevant information provided, a follow-up medwatch report will be submitted.

Event description:
It was reported that in some point of the time, part of the plastic outer covering got scrapped off. They found it on their way out, they saw it and retrieved it. All of the pieces came back out but it was just scrapped off all the way down the wire at one place. They had trouble getting in with the ureteroscope and they were trying to follow the guidewire up. They were able to get up there and they were able to do what they needed to do. When they were coming back out, they noticed this pieces in the ureter, they did not know what they were and so they grabbed them out. They pulled the guidewire out and they saw that there was missing parts of the outer plastic covering. They went back out to check if there were anything left and there was no pieces of plastic outer covering left inside the patient. There was no patient complication reported and the patient was fine after the case.